Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. This complaint has been found to be reportable after the visual inspection of the actual sample upon receipt. The actual sample was returned along with another sample of the same product code for evaluation. Visual inspection of the actual sample found that the second marker was missing from its proper position of approximately 41 mm from the distal end. X-ray fluoroscopic inspection found that the first marker of both samples were intact and located in the proper position. Magnifying inspection found a trace of crimping at the second-marker position of the actual sample. The third marker of the actual sample and all the markers on the same product-code sample were confirmed normal with no gap or lifting. Electron microscopic inspection of the actual sample found that the distal tip had been deformed, and scratches had occurred in the area between the distal tip and approximately 50 mm from the distal end except for the trace of crimping of the second marker. There were not any other anomalies either in the actual sample or in the same product-code sample. The inner and outer diameters of both samples were confirmed to meet the control standards. No dimensional anomaly was observed. The second marker of the same product-code sample received was removed, and then the outer diameter of the trace of crimping was compared with that of the actual sample. Both were confirmed to be equivalent, and no anomaly was observed. A review of the device history record and the shipping inspection records for the involved product/lot# combination was conducted with no findings. IFU states: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the second marker of the actual sample had been crimped properly. The scratches were found to have occurred on the actual sample except for the trace of crimpling of the second marker. From this, it was presumed that a hard object such as calcified lesion came into strong contact with the actual sample and abraded the shaft, causing the second marker to dislodge from the shaft. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the device of the same product code that was returned to the manufacturer. For the navicross device reported that was used on the patient, see MDR 9681834-2021-00219. (B)(4).

Event description:
The user facility reported the involved navicross that faulted during the case, resulting in the distal marker coming off the catheter and remaining in the patient's vessel. The doctor's response: the navicross was being used to cross and long segment (28cm) occlusion extending from the distal sfa to the trifurcation and was in a subintimal plane. Was there manipulation of the catheter during the procedure: the doctor was using it in conjunction with a newton wire, stiff straight glide and an angled glide. The doctor had previously been using a boston cobra catheter, and the vessel was heavily calcified, and the doctor could not get it to follow. The vessel and size: the disease state e.g. Calcification etc.: distal sfa. Size = difficult to say as both were occluded on the prior cta, if successful, the doctor would have angioplastied that region to 6mm. Artery just proximal to the occlusion measured 6.5mm.4. Which marker dislodged: the doctor assumed it was the middle marker as they could not see it on the catheter when we removed it. Also, the doctor did not see the distal marker on the navicross. It was not retrieved. Patient was on pradaxa (anticoagulant) and they did not want to upsize the sheath. They assumed it was in a subintimal plane and therefore could not move distally. The doctor could push it forward on the wire, it did not move back with the wire. Following the complication, they abandoned the procedure. The patient post procedure: the doctor checked the patient on (B)(6) 2021. His foot is warm, and he has no increase in rest pain. The patient was harmed, non-serious.